Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure treated the long, 100% stenosed target lesion located in the severely tortuous right coronary artery (rca). First, the proximal portion of the artery was successfully stented. Then a 3.5x24mm promus element plus was advanced to stent the mid portion of the artery, but the 3.5x24mm promus element plus dislodged in the proximal rca. The 3.5x24mm promus element stent was captured and crushed in the proximal rca. No additional attempt was made to pass another stent. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).